Event description:
The customer reported via phone call that she was attempting to deliver a bolus, but the buttons were nonresponsive. The customer stated that there were two cracks on the insulin pump located at the left and right side of the lcd screen. The customer's blood glucose was 133 mg/dl. While troubleshooting, the customer did not recall any significant events leading to the keypad issues. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. The insulin pump passed displacement test, operating currents, self-test and off no power test. No unexpected low battery alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, cracked lcd window and cracked case at reservoir tube window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.